Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system will not boot up on first boot of day. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system will not boot up and stuck at bios. Upon troubleshooting, rse suspected that issue was with host pc or hard drive. Rse suggested the required parts ((B)(4) - nehalem host pc monoplane rev iii no_hdd 4(B)(4) - hard disk spare part) for replacement. Customer will order the parts and repair by their own. The codes were updated based on the investigation outcome.